Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In general information, 510k number was updated (previously, 510k number is not mentioned). In adverse event information, product brand name, model number, catalog number, serial number, product UDI number were updated (previously these were not mentioned). Box h6- patient outcome code - patient codes were updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pulmonary fibrosis. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
At this time the manufacturer was unable to retrieve details regarding the device information. Therefore, possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.